Event description:
The customer reported the system intermittently displayed a communication error and locked up. The system had to be rebooted to regain functionality. There is no report of death or serious injury associated with the complaint.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The interconnect cable was replaced during the service call. The system was tested and found to be working as intended and put back into service.